Manufacturer narrative:
(B)(4). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system device was implanted during a transobturator tape procedure performed on (B)(6) 2012. According to the complainant, on (B)(6) 2015, the patient experienced pain in pelvis, lower back, pubis, leg and knee, pain during intercourse, continuous shooting nerve pain in the pelvic region, lack of mobility, and throbbing. The patient also had a problem with her liver function. The patient was advised for a hysterectomy and a corrective bladder surgery.